Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified a broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Physician reported right side "extremely hard painful implant capsule with a shape change" and a capsular contracture baker grade IV and rupture. The device was explanted and replaced.